Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. According to the patient, on (B)(6) 2026, she went to the hospital because her readings were high. The patient was unable to recall details of the event, and it is unclear what the patient is alleging against the continuous glucose monitor (cgm). The patient reported that she went to the emergency room because her blood glucose (bg) levels went up to 506 mg/dl, however the patient had no symptoms. The patient was treated with intravenous insulin and discharged from the hospital 4 hours later when she became stable. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.